Event description:
It was reported that the back portion of the blade (i.e. Mount) broke, preventing the blade from staying in the saw. No adverse consequences were reported.

Manufacturer narrative:
Two blades were associated with this complaint. Both blades were returned for eval. It was visually confirmed that the tabs were broken off at the mount of the blades. Based on this info and other more recent complaints reporting similar events, the root cause is determined to be multi-factorial.